Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-21325. The pt received two scs leads with the same lot number. It was reported the pt experienced auto-reduction on his programs. Diagnostics indicated three invalid impedances which corresponded to the pt's left scs lead. The sjm rep was unable to restore left foot stimulation without the pt feeling strong stimulation in his other pain areas. Additionally, the pt does not feel stimulation high enough in the back. The pt was given new programs to try. Follow-up identified the pt has additional invalid contacts and two low impedance contacts. X-rays revealed one of the pt's leads has migrated. Surgical intervention will be taken as the next course of action.